Manufacturer narrative:
The information submitted reflects all relevant data received. It was reported in maude report, (B) (4) if additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing dates cannot be determined.

Event description:
A maude report states the patient reported "fraudulent removal of pacemaker and leads - resulting in cardiac function and loss of activity level." The patient also alleges " medtronic defective product fraud. Physician falsifications. Sprint lead multiple fractures / sprint resulting in massive arrest ER admission. I am currently suffering from damages and ongoing injuries as a direct result of multiple fractured and defective sprint medtronic leads and malfunctioning unit-defective batteries. "